Event description:
Hospital reported to the consultant; during a procedure in a drill bit, tip broke off in the pt's finger. Surgeon did not retrieve the small piece; it remains in the pt's finger.

Manufacturer narrative:
This information was not provided during the initial report. Additional information has been requested. The subject device is an instrument and is not implanted and/or explanted. Synthes is unable to provide a date of manufacture without the device provided and/or the lot number provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number, a device history record review could not be completed.